Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer¿s blood glucose was 237 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had no delivery alarms during basal. Customer assisted to perform a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer was able to remove set at that time to test site portion of infusion set. Customer states the cannula was not bent. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.